Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 30 mg/dl, which was treated with food. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. It was also reported that customer had low blood glucose of 24 mg/dl with old insulin pump. Customer was found on the floor and paramedics were called and treated customer. Customer reported of having future appointment with healthcare professional. Customer was advised to monitor insulin pump.